Event description:
Healthcare professional reported left side "no complaint against the device" and then later "ruptured." Device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "no complaint against the device" and then later "ruptured." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed rupture on the device. Additional observations: deformation device observed on the device. White particles observed on the device.